Event description:
The customer observed a falsely elevated total bilirubin result for one neonatal patient on the architect c8000 analyzer. The following data was provided: initial 17 mg/dl, sent out to another lab: siemens rxl = 12 mg/dl. There was no impact to patient management reported. Physician was ordering direct bilirubin on neonatals as well as total bilirubin so abbott customer service clarified that neonatal claims are only with total bilirubin assay.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, a review of labeling and file sample testing review. No adverse trend was identified after reviewing historical data and complaints. Labeling was reviewed and found to be adequate. The coa for total bilirubin reagent lot 43053uq11 shows it was manufactured in accordance with iso 9001:2008 and iso 13485:2003 quality management system regulations, passed all genzyme diagnostics (B)(4). Final release specifications and has met all abbott acceptance requirements. It was released for distribution on january 21, 2013. Based on the results of this investigation, no product deficiency was identified with the total bilirubin reagent, ln 6l45 lot 43053uq11. On june 14, 2013 the likely cause list number was changed from 06l45-20 to 06l45-41.